Manufacturer narrative:
The creatinine reagent lot number is 90766001 and the expiration date is 30-jun-2026. The glucose reagent information was not provided. The field service engineer (fse) adjusted the sample probes, checked the rinse volumes, adjusted the cell blank, checked the rinse unit probes, and performed a precision check. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable creatinine plus ver.2 and glucose hk gen.3 results for 2 patient samples on a cobas 8000 c702 module. Sample 1 had an initial glucose result of 0.17 mmol/l. The repeat result was 11.39 mmol/l. Sample 2 had an initial creatinine result of 3.4 umol/l. The repeat result was 259.3 umol/l. No questionable results were reported outside of the laboratory.